Event description:
Guidewire tip fracture at the coil due do aggressive manipulation of seeker support catheter during lesion cap engagement with crossloop guidewire. Crossloop guidewire was being used from popliteal access in a retrograde approach and after crossing the distal cto cap and transversing up the 25 cm sfa lesion, just before engaging the proximal cap, the seeker microcatheter was aggressively advanced over the crossloop guidewire while the guidewire tip was buckled as it was being used to engage and cross the proximal sfa cto cap. Crossloop tip was then fractured and removed from system without issue. No patient complications to note. First in man procedure using crossloop for dr. (B)(6).